Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the severe wear of the lateral femoral condyle, several millimeters of defects fracture through the poly ring, and the 1 to 2cm thick jet-black rind are consistent with the reported metallic debris. However, the ¿tons¿ of cement from the primary surgery cannot be ruled out as a likely contributory factor to the metallic debris. Additionally, we cannot rule out the patient exogenous obesity as a contributing factor to the several millimeters of defects fracture through the poly ring. The patient impact beyond the revision to a competitor devices and expected transient post-op convalescence period cannot be determined since the patient¿s health status is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for total knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that after a left-tka surgery was performed on (B)(6) 2016 due to advanced osteoarthritis, the patient underwent a revision surgery on (B)(6) 2023, during which one (1) legion cr oxin fem sz5 lt, one (1) gns ii cmt tib size 3 left, one (1) lgn cr high flex xlpe sz 3-4 9mm and one (1) gns ii resurf pat 32mm were exchanged with stryker devices (competitor). The reason leading to the revision surgery remains unknown. The patient's current health status is also unknown.